Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the 2.8mm quick release drill tip snapped off. No other information was provided and attempts to obtain further information regarding this event were made to no avail.

Manufacturer narrative:
Additional information was received from the initial reporter on 13 september 2022. It was reported during the procedure, the tip of the drill bit broke off in the intramedullary region of the patient's right elbow. The initial reporter did not know if any device fragment was left/remains in the patient. Additionally, it was reported this issue resulted in a delay in procedure; however, it is unknown how long the delay was. The device was received on 21 september 2022 and was evaluated. Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 2.8mm quick release drill (part number 80-0387, batch number 532158) was examined visually under magnification. The part appeared clean without any defects or blemishes. The remaining length of the drill was measured as 5.9 inches, which indicated about 1.1 inches of the part broke off and was missing. This would constitute the majority of the drill's fluted portion. The fracture surface exhibited a smooth break with jagged edges making a helical shape indicating a torsional fast fracture. This indicated the fracture likely occurred due to side loading of the drill. Functional testing could not be performed for integration with a screw at the tip of the drill due to the damage. The head of the drill was able to lock into an a-o connect handle securely. No information was provided on the plate used or use of a drill guide during the surgery. Improper insertion of the drill at an angle instead of straight through a drill guide can cause resistance and ultimately breakage; however, due to unknown procedural conditions, the root cause could not be determined.